Manufacturer narrative:
This is one of two related mdrs. Please refer to MDR 9610905-2017-00093. Received medwatch report no. Mw5073344 regarding this event. An investigation was performed based on complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at (B)(4). Process analysis on the lot number provided and product testing on current production was also performed. The device history review determined there were no abnormalities. Samples of current production were tested and compared to test reports from the DHR. No abnormalities were discovered during this review. The instructions for use was reviewed and determined the relevant warnings are included. Due to no abnormalities discovered during the investigation and no product was returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up will be submitted. (B)(4). Reference exemption number e2017029.

Event description:
On (B)(6) 2017 its was discovered patient's left distractor was broken. Patient underwent additional surgery on (B)(6) 2017 to remove and replace the broken distractor.